Event description:
Rupture of connection of reservoir. Follow-up findings: leak at or near port tubing connector.

Event description:
Rupture of connection of reservoir. Follow-up findings: leak at or near port tubing connector.